Manufacturer narrative:
(B)(4).the sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; the customer reported issue was confirmed and was caused during the manufacturing process. A batch review was performed on the reported lot and no deviations were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter an interlink t-connector extension set in which the sterile packaging was breached. According to the report, a nurse noticed the t-connector packaging's side was open with half of another set inside of it and they are concerned about the sterility. The condition was identified before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.